Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that following a surgical procedure in which the system was placed into surgery mode, the ipg became inoperable. As a result, surgery occurred to explant and replace the ipg, which resolved the issue.

Manufacturer narrative:
The inability to communicate between the clinicians programmer and the implantable pulse generator was confirmed and was due to the device entering the service application state. The root cause was due to the surgical procedure on march 11, 2020.